Event description:
The customer reported a malfunction on the pump with a displayed code of malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer, who planned to reset it at a later time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.